Event description:
Patient reported via company representative "an implant guarantee due to a broken right prosthesis," "hardening," "the right one is rotated," and ¿retropectoral prosthesis with presence of internal hyperechoic nodule, suggestive of periprosthetic siliconoma of 7 mm, contained by the external capsule, located in the superoexternal quadrant.¿ affected side is right. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "retropectoral prosthesis with presence of internal hyperechoic nodule, suggestive of periprosthetic siliconoma of 7 mm, contained by the external capsule, located in the superoexternal quadrant¿".